Event description:
It was reported that the patient had a symptomatic pump stop each time he attached to the grounded power module. The patient was placed on an ungrounded outlet with safe running of the pump. The patient had an external repair in (B)(6) 2020 and is unable to be repaired again. Log file analysis showed 10 pump stops and 5 low speed advisories on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. These events may have been linked to issues with the percutaneous lead and only occur when the pump is connected to the power module. There isn't enough space to attempt a second repair as we would need at least 4 inches of space between the grey sleeve and exit site. On (B)(6) 2022 it was reported that the patient was brought in for a heartmate ii pump replacement.

Manufacturer narrative:
Related manufacturer report number of the previous external repair: #2916596-2020-03643. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stop events captured in the submitted log file. The submitted log file captured transient pump stop events on (B)(6) 2022, with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the pump stop event occurred when the system was powered by a power module. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal end with controller connector was also returned measuring approximately 34". The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Electrical continuity testing of the driveline found all wires to be electrically intact. The outer jacket appeared unremarkable. Visual and microscopic inspection of the underlying wires revealed a breach to the insulation of the black wire approximately 2.5¿ from the controller connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, which confirmed the insulation breach to the black wire. No additional breaches were identified. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The pump stops captured in the submitted log file could have resulted from a short-to-shield if the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). The relevant sections of the device history records for (B)(6), the original driveline, serial number 65572, and the repaired driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and patient handbook (rev. C) are currently available. Section 6 entitled ¿patient care and management¿ addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's pump was exchanged on 06apr2022 for driveline issues. The patient was stable.